Manufacturer narrative:
Date initial report sent: 07/09/2008.

Event description:
Procedure type: lap hernia repair. According to the reporter: a metal pin from the locking collar broke off, however it did not fall near the patient. There was no report of pieces falling into the cavity or impacting the patient. The operating time was not extended as a result. No patient injury was reported.